Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of placenta praevia ("partial previa") and pregnancy with contraceptive device ("pregnancy") in a 35-year-old female patient who had essure (batch no. 841859, 841869-invalid) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's past medical history included pregnancy termination in 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced placenta praevia (seriousness criteria medically significant and intervention required) with abdominal pain lower. Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (repeat cesarean section with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the placenta praevia and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered placenta praevia and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes in 2012 and 2016 captured under the cases 2017-187009 and 2018-114552 respectively. On (B)(6) 2016, patient had repeat cesarean section with bilateral salpingectomy. Diagnostic results: on (B)(6) 2016, serum hcg performed and revealed patient to be pregnant. On (B)(6) 2016, the levels of pregnancy associated protein a (papp·a) and human chorionic gonadotropin (hcg) present in her serum at 11·13 weeks, 6 days of gestation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of placenta praevia ('partial previa') in a 35-year-old female patient who had essure (batch no. 841869, notvalid, 841859 valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's medical history included pregnancy termination in 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 4 years 8 months after insertion of essure. In 2016, the patient experienced placenta praevia (seriousness criteria medically significant and intervention required) with abdominal pain lower. The patient was treated with surgery (repeat cesarean section with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the placenta praevia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered placenta praevia and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes in 2012 and 2016 captured under the cases (B)(4) and (B)(4) respectively. On (B)(6) 2016, patient had repeat cesarean section with bilateral salpingectomy. Diagnostic results: on (B)(6) 2016, serum hcg performed and revealed patient to be pregnant. On (B)(6) 2016, the levels of pregnancy associated protein a (papp·a) and human chorionic gonadotropin (hcg) present in her serum at 11·13 weeks, 6 days of gestation. This lot number 841869 is not valid. Lot number: 841859, manufacturing date: 2011/03, expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of placenta praevia ("partial previa") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 841859, 841869) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's past medical history included pregnancy termination in 2012. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced placenta praevia (seriousness criteria medically significant and intervention required) with abdominal pain lower and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (repeat cesarean section with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the placenta praevia and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered placenta praevia and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes in 2012 and 2016 captured under the cases (B)(4) respectively. On (B)(6) 2016, patient had repeat cesarean section with bilateral salpingectomy. Diagnostic results: on (B)(6) 2016, serum hcg performed and revealed patient to be pregnant. On (B)(6) 2016, the levels of pregnancy associated protein a (papp·a) and human chorionic gonadotropin (hcg) present in her serum at 11·13 weeks, 6 days of gestation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of placenta praevia ('partial previa') in a 35-year-old female patient who had essure (batch no. 841869-inv,841859-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's medical history included pregnancy termination in 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 4 years 8 months after insertion of essure. In 2016, the patient experienced placenta praevia (seriousness criteria medically significant and intervention required) with abdominal pain lower. The patient was treated with surgery (repeat cesarean section with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the placenta praevia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered placenta praevia and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes in 2012 and 2016 captured under the cases (B)(4) respectively. On (B)(6) 2016, patient had repeat cesarean section with bilateral salpingectomy. Diagnostic results: on (B)(6) 2016, serum hcg performed and revealed patient to be pregnant. On (B)(6) 2016, the levels of pregnancy associated protein a (papp·a) and human chorionic gonadotropin (hcg) present in her serum at 11·13 weeks, 6 days of gestation. This lot number 841869 is not valid. Lot number: 841859, manufacturing date: 2011/03, and expiration date: 2014/03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jan-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.